Event description:
The customer reported via phone call that the down arrow button on the insulin pump was sometimes unresponsive. Her blood glucose level was 146 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow buttons due to unlocked connector on the lcd board. The insulin pump has cracked case at the display window corners and minor scratched lcd window.